Event description:
Patient reported "tissue expander implanted in september 2016 and explanted 3 months later". This record is for the left side. Device has been explanted. Previous medwatch submission reported lymphoma-alcl, seroma and capsular contracture. However, it has now been reported that lymphoma-alcl-confirmed, seroma and capsular contracture grade unknown are from a non-abbvie device.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-05646. Previous medwatch submission reported lymphoma-alcl-suspected, seroma and capsular contracture. However, it has now been reported that lymphoma-alcl-confirmed, seroma-late and capsular contracture grade unknown are from a non-abbvie device. Hence unreporting the previously reported lymphoma-alcl-suspected, seroma and capsular contracture grade unknown. Clarification b1, h1: adverse event/ serious injury was selected since this can't be left blank in initial emdr. However, there is no adverse event (no complaint against this device).